Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, the measured fio2 was 78% instead of the set 90%. The pre-use checks tests were performed and it was successful. Ventilator use was continued for an hour but the patient condition worsened, and the patient was put on high frequency oscillation ventilation (hfov). The ventilator was taken out service. The patient died. (B)(4).

Manufacturer narrative:
The ventilator was examined after the event by our field service engineer and it was found functioning normally there were no errors and no alarms were generated. No parts were replaced. Additional information that was received stated that the field service engineer¿s computer broke down and all data on the computer that included the logs after the event was erased therefore an evaluation of the logs has not been possible. Further information surrounding the event was not received from the hospital despite several attempts to obtain it. From the available information it has not been possible to confirm the reported event or be able to determine its cause. Reference exemption #:(B)(4).

Event description:
Manufacturer reference # : (B)(4).